Manufacturer narrative:
Added: d3. Corrected: h3. Device in wrong position: the cause of the device in wrong position is likely related to the patients condition as the clinical details noted that the pump was kept in a poor position as the patient had a small aortic arch, thick septum wall and small ventricle. Hemolysis/pdi: the cause of the hemolysis was likely related to both the material fracture of the impeller blades likely from the tavr valve as well as the positioning of the device as the clinical details state that the pump appeared to be contacting the leaflets due to smaller anatomy/thick septum wall and the tavr valve was not fully expanded. Low or blocked pump flow: the cause of the low or blocked pump flow was likely related to the positioning of the device as the patient had smaller anatomy as well as the material fracture of the impeller blades likely from the interaction with the tavr valve, as volume and reducing p-level did not resolve the lower flows from case start. According to the cp IFU 0048-9007 rv, "use of impella in patients with a transcatheter aortic valve may lead to unintentional interaction of the impeller motor housing with the distal stent of a tavr device, resulting in destruction of the impeller blades. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible."

Event description:
An 84-year-old male with a past medical history of coronary artery disease and renal insufficiency presented in a pre-support clinical state consistent with scai shock stage a and underwent impella cp placement via the right femoral artery. During support, the patient was noted to have elevated plasma free hemoglobin (60 mg/dl measured 24 hours apart) with a concomitant decrease in hemoglobin (from 10.3 to 8.7 g/dl) and platelet count (from 164 to 103 x10 /l), without evidence of hematuria. The treating physician suspected hemolysis, potentially related to device position and/or an incompletely expanded tavr valve. Imaging confirmed the impella inlet was positioned along the interventricular septum with interaction against the mitral apparatus in the setting of a small ventricular cavity and thickened septum. The device exhibited suction events and low flows at performance levels above p3, with mismatch between set p-levels and achieved flows. Due to challenging anatomy and adequate hemodynamic support at lower settings, the clinical team elected not to reposition the device and instead managed by reducing p-level and administering volume. Despite adjustments, intermittent suction alarms persisted when p-levels were increased, and waveform analysis was consistent with continuous suction. The team continued conservative management given patient stability and plans for surgery. Additionally, due to use of an 18 fr cook introducer sheath and concern for compromised distal perfusion to the right lower extremity, a distal perfusion catheter was placed, resulting in improved distal pulses. Imaging continued to confirm suboptimal positioning; however, repositioning was determined not feasible due to anatomical constraints. Based on information available, the reported hemolysis and suction events were associated with suboptimal pump positioning against the septum and mitral apparatus in the context of a small ventricular cavity and thickened septum, as well as potential contribution from an incompletely expanded tavr valve. The device was not repositioned or removed due to the event. The patient was successfully weaned from support and survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.